Event description:
It was reported that the device did not record the impedance measurements of the right ventricular [rv] lead and an alert was triggered. It was also reported that patient appeared to be in atrial fibrillation at that time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer data shows"rv pacing lead impedance not taken" on (B)(6) 2012. Weekly log data in save to disk file (B)(4) show two days of missing impedance measurement data for atrial pace bi impedance on (B)(6) 2012 and (B)(6) 2012.